Manufacturer narrative:
Result: damaged footboard.

Event description:
It was reported by service report that footboard was damaged and the module tabs were broken off. It was further reported the scale did not work. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.